Manufacturer narrative:
Event summary: the partial lead was returned in segments and was analyzed. The outer insulation of the lead was breached due to bi /multi-lumen tubing voids while in vivo, and the inner insulation of the lead developed a breach due to abrasion while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert (lia) were met, oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the rv lead. There were three non-sustained tachycardia episodes with v-v intervals less than 220 ms (B)(6) 2016. The 2106 ventricular -sics since last session 23.7 days ago. Lead failure predictor triggered on (B)(6) 2016 for ventricular -sics and non-sustained tachycardia episodes. Concomitant products: 5568-53 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited oversensing of noise. A lead fracture was suspected. Additionally, the atrial lead exhibited far field r-wave (ffrw) oversensing. The rv lead was explanted and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.